Event description:
Event reported as: a patient "had surgical port replacement due to possible needle stick to port. Pfn and device will be forwarded." Follow-up findings: "leaking discovered in access port tubing -[the] doctor believes possible needle stick."

Manufacturer narrative:
Taper ii: medwatch sent to FDA on: 31/mar/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter of the complaint was asked to indicate the product model number, serial number and exact implant date. The information has not yet been received by allergan. Performance tests indicate leakage from the bottom of access port. The exam noted needle punctures in the port septum, that appear to be from a coring needle. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "when adjusting band volume, use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Use only lap-band ap system access port needles. Do not use standard hypodermic needles, as these may cause leaks."